Event description:
Related manufacturer reference number: 2017865-2022-13984; related manufacturer reference number: 2017865-2022-13985; related manufacturer reference number: 2017865-2022-13986. It was reported that the patient presented in the hospital with pocket erosion. The entire pacemaker system were explanted. The patient's condition was stable.

Manufacturer narrative:
The product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.